Event description:
A report was received that the patient was experiencing pain at the pocket site whether the stimulation was on or off. The battery site was warm to touch and there was burning sensation. The patient will undergo a revision.

Event description:
A report was received that the patient was experiencing pain at the pocket site whether the stimulation was on or off. The battery site was warm to touch and there was burning sensation. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to infection. No further information will be provided to bsn. Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.